Manufacturer narrative:
The allegation of a communication issue was not able to be confirmed, because the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's implantable pulse generator does not communicate with the programmer and the recharge system. Surgical intervention may necessary to address the issue.